Event description:
The event involved and unknown product where the customer reported: ¿sudden drop in blood pressure in an unstable patient (multiorgan shock) with 12mg/h of noradrenaline and v28ml/h of dobutamine. Toilet and mobilizations not carried out in the morning given the seriousness of his condition. Around 12 p.m. Sudden drop in blood pressure (50/30 (43)) without modification of treatments, nor change of electric syringe pump, nor mobilization. The senior of the unit was called and the internal in the face of a surprising deterioration without plausible explanations. Increase in amines which has no impact on the patient's blood pressure. The doctor suspects a bend in the tubing which would explain poor passage of amines. By going up the tubing, the disconnection between the manifold and the tubing connected to the patient is discovered." The tubing was reconnected and the administration of amines was effective. The patient's blood pressure returned to normal. There was patient involvement but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.